Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On label cardic aes 3: x3 cardiac ¿ cardiac arrythmia. On label gastrointestinal aes 4: dysphagia 3, esophagitis 1. Stent erosion into adjacent vascular structure 1. Two episodes of foreign body reaction that were each deemed to be due to a device deficiency. The investigator specified that ¿stent irritation or reflux likely led to inflammatory stricture formation needing endoscopic management¿ leading to treatment with esophageal dilatation and later ¿inflammatory changes at the proximal end of [the] stent due to irritation or reflux likely led to stricture and dysphagia,¿ which led to placement of a new non-study stent. 2. Four patients had stents (all fc-v2) removed surgically also mostly due to aes (75.0%, 3/4) 4. No information provided in pmcf study.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response to the pmcf study. This complaint captures the occurrences occurring in the germany. Device evaluation the evolution esophageal stent system - fc-v2 device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0067) adverse events associated with upper gi endoscopy include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, perforation, reflux, respiratory depression or arrest, vomiting. Additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, aortoesophageal fistula and arterioesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression), dysphagia, edema, erosion or perforation of stent into adjacent vascular structures, esophageal ulceration and erosion, esophagitis, fistula involving trachea, bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction, tumor overgrowth, wire entrapment. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As previously mentioned, all adverse events reported are listed as a potential adverse events in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this file was created in response to the pmcf study. Confirmed qty - confirmed used, 2 devices. Individual patient outcome is not provided however it has been noted within the study that stents were removed endoscopically most often due to an ae. Should further details become available at a later date, the file will be updated accordingly a possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14 oct 2025 and receipt of confirmation on 10 oct 2025 that only ades are to be captured, as no aes within these categories were reported to be attributable to device deficiency or normal device use. Additionally, it was confirmed that four patients had stents (all fc-v2) removed surgically, primarily due to aes, and the quantity of devices has been revised from 14 to 2.